Event description:
It was reported the customer received an alarm on their insulin pump. The customer's blood glucose was 300 mg/dl. The customer stated they have treated their blood glucose with a manual injection of 10 units of insulin every two hours. The customer also reported the alarm occurred during a prime/rewind sequence. The customer was advised to replace their battery. Customer reported a blank screen after replacing their battery. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.